Manufacturer narrative:
Brake plate, potentiometer cable.

Event description:
It was reported by service report that the bed was stuck in high height and brakes were not holding. No pt involvement or adverse consequences are reported.